Event description:
I flow rec'd a report stating, flow rate too fast. Infused in 26.5 hrs. Fill volume 100ml. Medication, 5fu, flow rate 2ml/hr. I-flow has no independent knowledge of the event report but is relaying the info that was provided by the user facility were the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and all mfg operations were found to be within specification. Sample eval: rec'd two empty and used pumps for eval and investigation. The pumps were refilled with normal saline solution to the nominal fill volume of 270ml for testing. When the pinch clamp was opened on pump #1, the pump infused. A flow rate accuracy test was performed and the pump infused within specification. When the pinch clamp was opened on pump #2, the pump did not infuse. The tubing was removed and the pump infused w/o the tubing. The flow restrictor was placed in warm water with an air source to clean for 48 hrs. The glass orifice was re-connected to the pump and infusion was observed. A flow rate accuracy test was performed and the results were found to be within specification. The dfu contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate."